Manufacturer narrative:
Investigation: a sample was received for the purpose of our investigation. The investigators were unable to observe the reported failure mode in the sample provided. The sample was subjected to a leakage test at 45 psi, but no leakage was found to result from these parameters. The batch record also was reviewed, no related abnormalities were found. Because our investigators could not duplicate the failure mode the root cause for this complaint could not be determined.

Event description:
It was reported with the use of the bd pegasus¿ safety closed IV catheter system there was an issue with leakage. There was no report of injury or medical intervention.